Event description:
Procedure type: lap chole. According to the reporter: this patient was hospitalized on (B) (6) 2010, with diagnosis of chronic multiple stones. On (B) (6) 2010, this patient was carried out with lap chole under general anesthesia. Two laproclips were used for occlusion of bile duct intraoperatively. The surgical procedure was completed successfully. The patient was discharged on (B) (6) 2010. However, on (B) (6) 2010, she was readmitted due to a sudden abdominal pain and was hospitalized again. On (B) (6) 2010, it was found the patient had bile leakage and intra-abdominal infection. The laproclips used in the surgery were separated from bile duct and had dehiscence. Intra-abdominal drainage was done post-operatively, and the patient is still under hospital observation. Additional information has been requested.

Manufacturer narrative:
(B) (4).